Event description:
The rptr stated the 6.0pdl tube was used to invasively ventilate a female adult pt. The rptr stated that approx ten days after placement of the tube the pt felt short of breath and her ventilator alarmed for high pressure. The tracheostomy tube was removed and the pt was re-intubated. Following the re-intubation the carers found the removed tube to deviate to the left initially and then back toward the midline.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.